Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was percutaneous vertebroplasty(th12) for vertebral fracture on (B)(6) 2025. While following safety procedures and following safety checks, the surgeon felt a strong resistance when inserting the hollow access needle over the guidewire and attempting to remove the hollow trocar after reaching the correct position. Applying too much force during removal could have had a significant impact on the patient's vertebrae, potentially resulting in a secondary fracture. Therefore, the surgeon was forced to immediately halt the procedure, and a new 03-804-612s access kit was opened and used, which was available as a backup. The surgery was completed successfully with no delay. After the surgery, the device was inspected and the hollow trocar was unable to be removed from the access needle. Since no special procedures were performed and the procedure proceeded smoothly after the replacement, it was believed this was due to the product, but the cause could not be confirmed on-site. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1 (manufacturing site name). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 03.804.612s. Lot no: 24h05-1. Manufacturing date: 05 aug 2024. Expiry date: 01 aug, 2029. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.